Manufacturer narrative:
Upon completion of the investigation into this event a follow-up report will be submitted.

Event description:
During the procedure, the physician attempted to cross a stenotic area using a 6-45 ansel sheath; however, this was unsuccessful via the initial approach. Alternate access was obtained via the left external approach, and the stenosis in the proximal left common iliac artery was successfully crossed using an amplatz wire. An icast stent was advanced but became dislodged from the balloon prior to deployment. The dislodged stent was successfully snared and retrieved. Shockwave therapy was then performed to treat the stenosis, and no stent was implanted. The sheath and dislodged stent were removed from the patient. No harm was reported.